Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tip of the catheter was located in an appropriate position. The patient wore an adult diaper. An extension tube was used for the drainage as follows; an extension tube was connected to the device, laid under the diaper and bottoms and exited from patient's foot side. When attempting to changing the diaper, it was noticed that the hub of the device was separated from the catheter. The hub was still attached to the catheter when the diaper was changed on the day before and it cannot be determined when the hub got separated. It was replaced with new device. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation there have been no additional adverse effects reported.